Event description:
It was reported that an asymptomatic patient presented in the operation room for an elective device replacement. During procedure insulation abrasion and noise were noted on the right atrial lead. The patient also experienced muscle stimulation due to the left ventricular lead. Both the leads were capped and replaced. The patient was stable during and post procedure.